Event description:
It was reported that during a percutaneous transluminal coronary angioplasty and atherectomy procedure, removal difficulties and a dissection occurred. The 80-90% stenosed lesions being treated were located in the proximal and distal left anterior descending artery (lad). One ablation run was performed with the rotalink 1.75mm burr on the proximal lesion for 24 seconds. Three ablations runs were performed with the rotalink 1.75mm burr on the distal lesion, 25 seconds, 33 seconds and 40 seconds consecutively. During the final run in the distal lesion, the rotalink 1.75mm burr made noise and the physician encountered difficulty removing the burr. The physician then deep-seated the guide catheter in order to remove the burr. A type c dissection was noted, but as the patient was asymptomatic and hemodynamically stable, the physician opted to not treat the dissection. The procedure was completed with multiple deployments. No further patient complications were reported, and patient status was reported as 'fine'.